Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went into ventricular fibrillation (vf) and the right ventricular (rv) lead undersensed the vf. As a result, the implantable cardioverter defibrillator (ICD) did not detect the vf and the patient went into cardiac arrest. The device remains in use and no further patient complications have been reported as a result of this event.